Event description:
(B)(4) I was implanted with a medical device implant called essure in the fall of 2010. I was already a type 1 diabetic and taking insulin. Medicaid paid for the essure implant. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started around (B)(6) 2015. This is a list of my side effects and symptoms that I have experienced due to essure; the first symptom I experienced was much harder to control blood sugars and not being able to feel them as easily requiring me to get a continuous glucose monitor and insulin pump. I also experienced unusual rapid onset of retinopathy in (B)(6) 2016, almost losing my vision and requiring me to get surgery and injections in my eyes every 1-3 months . I have had thinning hair along with loss of teeth. In (B)(6) 2017 I began to have constant nausea, headaches, pelvic pain and cramping, back pain, rashes and hives, severe mood swings, bloating and swelling of my abdomen, swollen breasts along with enlarged nipples, menstrual cycles have become unpredictable, frequent urination, multiple bladder infections, joint pain, loss of focus and memory, extreme fatigue, and I have been running elevated temperatures every day between 98.8- 99.8 since (B)(6) 2017. I have been seen by at least 7 doctors since the beginning of my symptoms. I have been diagnosed with the following conditions: retinopathy and pelvic pain. I have had the following surgeries due to essure: laser eye surgery the device is still inside of me, but has been ordered to be removed by my doctor. He said that my body is rejecting the coils. I am currently trying to save the funds to be able to schedule the removal surgery.